Event description:
Reporter indicated a dell handheld vns computer was consistently freezing after interrogation. The freezing resolved with a hard reset, but continued to occur. The dell handheld computer and flashcard have been returned, and are currently in product analysis.